Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported patient needed to turn stimulation off. The patient reported that while at work a few days ago, she bent over and is not in pain. The patient reported stimulation was working well until she bent over at work. The patient thinks her anchor came loose because she can feel a bump on her back. The patient turned stimulation off. The patient had an appointment to see their healthcare provider (hcp) (B)(6) 2020. Subsequently it was reported that the per hcp, anchors and incision appeared to be normal during appointment on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had an appointment with their doctor on (B)(6) 2020. The cause of the patient's pain after bending over at work was unknown. The patient denied pain when bending at appointment on (B)(6) 2020. The patient explained she thought she wasn't allow to bend and that she was only allowed to squat. The doctor explained to the patient that she was no longer on restrictions for bending. No further information was reported.